Event description:
It was reported that after completion of a da vinci right colectomy procedure, it was discovered 2 days post-operatively that the patient had stool in his drain, indicating that the patient had bowel leakage. Reportedly, the patient did not experience any symptoms related to an infection as the patient had no fever and their white blood count was not found to be elevated. However, the patient was placed on antibiotics. The source of the leak was not found through a digital examination of the patient. The patient reportedly had rectal cancer 9 cm from the anal opening. The patient responded well to pre-operative chemotherapy and radiation. The patient had a narrow pelvis which made it difficult getting instrumentation in position. The surgeon indicated that the patient had a big rectum and he used four staple loads across the patient's rectum. According to the surgeon, exposure/visibility of the patient's anatomy was difficult. The surgeon also indicated that during the surgical procedure, he experienced a couple of alarms and an error message during closure of the jaws on the stapler instrument, however, he reapplied the jaws and he was able to successfully staple the patient's tissue. The surgeon indicated that the source of the patient's bowel leakage was indeterminable. The patient recovered well and was discharged on post-op day 6. The surgeon indicated that currently the patient has an ileostomy, and that prior to removing the patient's ileostomy, he will have an x-ray performed to ensure that the bowel leak has been resolved. The surgeon was unable to provide the date of the surgical procedure.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause for the post-operative complication experienced by the patient. Isi has attempted to contact the surgeon to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the patient was treated with antibiotics and an ileostomy was created after undergoing a da vinci right colectomy procedure and a bowel leakage was found. However, at this time, the cause of the bowel leakage is unknown.